Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient started experiencing abdominal pain after being implanted on (B)(6) 2020. As result, the patient was admitted to the hospital for testing. The results found no abnormal findings. The cause of the abdominal pain could not be determined and the patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.